Manufacturer narrative:
A customer reported that their AED prompted a replace battery now warning but haven't reached the expiry date yet. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED prompted a replace battery now warning but the battery hasen't reached the expiry date yet. They reported that this did not occur during patient use.